Manufacturer narrative:
The bipap machine malfunctioned while on patient in staff's presence. Place on non-rebreather mask (nrb) until the bipap machine replaced with no adverse effect. The bipap repaired by hospital biomedical department. (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on pt.

Manufacturer narrative:
Pr# (B)(4).